Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 24-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that auxiliary drawer 2.1 and 2.2 was not on the bus due to a faulty printed circuit board assembly in drawer 2.2. A field service engineer replaced the printed circuit board assembly in drawer 2.2. Tested in diagnostics along with the customer, all tests passed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer pocket had failed and could not be recovered. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.